Event description:
The customer contact reported a separation. The tubing set was to be used to deliver a 2l bolus of normal saline to a patient during a cardiac arrest. The customer contact stated that during priming of the tubing set, the tubing separated from the drip chamber. The tubing set was replaced and the therapy was initiated. No further medical interventions were provided. Although there was potential for serious injury, the customer contact reported there were no adverse patient effects. Information was requested from the customer contact regarding patient's age and admitting diagnosis; however, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.